Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe high blood glucose event overnight while using the ilet bionic pancreas. Symptoms included hyperglycemia. Outcomes included insufficient information regarding the impact of the event. Investigation included communication and interviews, as well as analysis of information provided by the user or a third party. Investigation of this case revealed that no findings were available and that there was insufficient information to identify a medical device problem or a specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.